Event description:
Device malfunction: none. Symptoms/ae: pseudoaneurysm. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of an unspecified artery after a diagnostic procedure. Hemostasis was successfully achieved. Reportedly, approx 7 days post vessel closure, the pt returned to the physician's office and it was noted that the pt had experienced a "very small" pseudoaneurysm. The physician tried a "clamp" to compress the pseudoaneurysm; however, was unsuccessful. The physician sent the pt to consult with a surgeon in 2008. No additional treatment has been reported. There were no reported adverse pt sequelae and the pt is reported as doing fine. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.